Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope experienced crystallization. The issue occurred during reprocessing. There are no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed for foreign material in the insertion section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
No change to the customer event.